Event description:
I was admitted to the hospital for dka. Upon review of my insulin pump settings it was noted that the pump had a motor failure error but the pump never alarmed. I required intubation and have had complications from intubation including vocal cord paralysis and tracheal stenosis. The pump was sent to medtronic for analysis which they said would take 6 weeks. I have not received any letter about the results of the analysis. After several phone calls to medtronic one person did call back and said that the reservoir was cracked and there was corrosion of the motor head and a letter would come when the analysis was complete. Medtronic sent a replacement pump which also had a motor error (report submitted) approximately after 2 weeks of use. I received a letter a letter from medtronic stating the second pump had no anomalies. I have contacted the product reporting supervisor twice with no return call. Also reference report #mw5040581.